Manufacturer narrative:
Two lid/ringer liner subassembly samples were received at our facility for evaluation. No lot number was provided by the customer; therefore, a review of the manufacturing device history record could not be performed. However, the lids were identified with a date code of 12-12 and 02-13, cavity # 7 and #5. The liners were identified with cavity c and g. A visual examination of the lids and plastic porous valve filter was completed by quality and engineering management. No visual non-conformances were noted with the lid and the filter appeared to be in proper position. The subassembly units were tested by our laboratory personnel for high vacuum liquid level shut off. The units shut off as intended with no leakage noted. In addition to the investigation at our facility, the reported concern was investigated at the reporting hospital by the sales representative. During the investigation with the sales representative and staff members at the reporting hospital, it was noticed that the main problem was with the crd canister being used with a linvatec shaver/irrigator. The system has a pump in the handle that increases the fluid flow and allows very little air in the system. With the excessive amount of pressure being built up in the canister liner without adequate air inflow, there is the risk of reflux. The investigation revealed that the reported concern was potentially attributed to how the customer was using the device. The returned samples received at our facility functioned as intended. To correct and prevent similar issues, the hospital personnel were retrained on the process for set up and shutdown for the crd single-canisters. Also, a copy of the crd single-canister set up and shutdown process was sent to the customer to ensure they have it on file and that it is available for reference in the future.

Event description:
Customer indicated canisters are not shutting down when they become full. Fluid leaks over the top and spills on the floor. When the end-users tried to unplug the tubing, the contents sprayed upwards into their face. Per sales rep, they are using a modified manifold set-up (non cardinal), and this might be a concern. Additionally, customer stated that the patient¿s blood was drawn to test for (B)(6) to start medication for staff member. The staff member is waiting for results of blood borne exposure lab draw results and will be provided counseling if patient¿s blood is (B)(6) for any of the conditions mentioned above.